Manufacturer narrative:
Device history record (DHR) review indicates the proper materials and manufacturing methods were used to produce this lot of materials. Pull force of valve/sheath joint was above the minimum specification on retained devices from same lot. The presumption root cause is that sheath encountered a force that exceeded the material strength causing it to break and unravel within the pt's body. The source of the force is unk but can be attributed to increase amount of calcification within the pt's vessels.

Event description:
Initial complaint description: "used a 7 x 45cm vipersheath up and over from right groin to fix a long cto of left sfa was unable to dback because way subintimal. Ballooned and stented sfa when we went to remove sheath at end of case noticed sheath was kinked at iliac bifurcation. Very heavily calcified bifurcation with angulated takeoff of iliac. Pulled sheath back and it was stuck so put a lima cath thru for more support pulled back on sheath and it broke into two pieces leaving distal tip in patient. When pulled sheath out in 2 pieces wire unraveled. Got access from left side and snared sheath after 2 hours. Took a pigtail picture and there was a perf/pseudoaneurysm on right side deployed 2 covered stents in common femoral and external iliac pseudoaneurysm still prevalent. But better."